Event description:
It was reported that during implantable cardioverter defibrillator (ICD) program check it was noted that the ICD reached end of life (eol) during warranty time that was indicated as premature battery depletion. The ICD was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).